Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported that customer had not given a bolus and insulin pump was requesting a smaller bolus amount as if customer still had active insulin on board. Customer's blood glucose was 322 mg/dl. Caller was advised to upload to carelink in order to give information needed for troubleshooting. Caller was advised to call back.